Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline leaked below the blood chamber at the red arterial connection two hours after the initiation of a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Additional information: h3, d9. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline leaked below the blood chamber at the red arterial connection two hours and fifteen minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. There were no loose connections or issues noted during priming. There were no changes in blood flow rate or pressure during treatment. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 350ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, h3, h10 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline leaked below the blood chamber at the red arterial connection two hours and fifteen minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. There were no loose connections or issues noted during priming. There were no changes in blood flow rate or pressure during treatment. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 350ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.